Event description:
It was reported that a possible problem with an essential tremor patient¿s implantable neurostimulator (ins) was alleged. It was reported that the patient was having the ins replaced today. It was stated that the patient was concerned that the ins battery depletion occurred after just a year and requested the ins be analyzed. It was reported that the patient was using settings of 3.5 v, 330us, 185hz ("therapy z" was unknown). It was stated that the estimated therapy impedance was 820 ohms and the device was used for about 16 hours/day. It was stated that the calculated time to eos would be about 17 months per calculator. It was noted that the #3 electrode with 0,1, and 2 pairs had slightly high impedances of 3900, 3400, and 3300. It was reported that the patient did not have any therapy issues going into the ins replacement. Additional information received reported that the surgeon, movement disorder neurologist and patient had agreed that the high pulse width was the cause of the early battery life termination. It was reported that the cause of the high impedances could not be determined. It was reported that no malfunctions were seen and no cause of the issue had been determined. It was reported that the patient was receiving effective therapy and would be evaluated for implanting a rechargeable ins for the next battery change.

Manufacturer narrative:
Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3387s-40, lot# v395388, implanted: (B)(6) 2010, product type: lead. (B)(4).